Manufacturer narrative:
B3: day of event unknown. H3: one device was received for analysis in used condition. The device was visually and functionally tested and the customer reported issue was confirmed. The downstream occlusion (dso) sensor was found to be damaged from the chassis. The dso sensor and chassis were replaced. The upstream occlusion (uso) seal was also found to be buckling. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso (downstream occlusion) failed calibration. The event occurred during testing. There was no patient involvement.